Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: q-wave mi causing permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. No predilatation was performed prior to stenting, and following des implantation in svg, the patient had chest pain, EKG changes, no reflow and suffered a non q-wave mi subsequently, requiring prolonged hospitalization. Patient was successfully treated with multiple doses of nitroprusside. Based on the clinical evaluation committee adjudication of this event, the mi experienced by the patient was a q-wave mi. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Angina, myocardial infarction, and occlusion, as listed in the xience IFU, are known risks with coronary stenting and not necessarily an indication of a product quality issue. Likely the angina and mi are secondary effects resulting in prolonged hospitalization and EKG changes. The IFU states, "pre-dilate the lesion with a ptca catheter". A conclusive root cause for the reported patient effects and the relationship to the device cannot be determined. This even was reviewed by the clinical evaluation committee and determined to be a q-wave mi related to the target vessel.